Event description:
The customer called and reported experiencing high blood glucose of 425 mg/dl and realized the reservoir had a large air bubble in it. Customer treated with a shot. The customer's insulin pump had not been rewound with the reservoir in place. Customer was advised perform a fixed prime until air bubbles were no longer visible. Air bubbles did not persist after set change. Customer declined to receive replacement set and was advised to speak with healthcare provider, if blood glucose were to continue to rise.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.